Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the top of the obturator was disengaged. The trocar balloon, dissector balloon and lock collar appeared intact. The inflation syringe was received. The insufflation bulb was received. Pmv performed functional testing: the trocar balloon and dissector balloon were inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the disengaged obturator top may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information becomes available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic inguinal hernia procedure. When the trocar was inserted into the incision site, pulled out the number one and the head of the obturator was broken. There was not a rapid loss of abdominal pressure due to the device issue. In order to resolve the issue and complete the case, grabbed a new one and continued. There was no patient harm. The patient outcome is alive, no injury.